Manufacturer narrative:
(B)(4). Physio-control evaluated the device and could not duplicate any power issue with the device. It was observed that the readiness display of the device showed 'ok', and did not show any other icons. The device would charge and shock defibrillation energy. Proper device operation was observed through functional and performance testing. The customer did likely not wait long enough to let the internal hybrid layer capacitor (hlc) batteries charge back up. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device showed the attention icon in the readiness display, even after the charge-pak battery charger had been replaced. During device evaluation, physio-control observed that the device's readiness display showed ok (no other icons displayed). From the downloaded device data it was observed that the charge level of the device's internal hybrid layer capacitor (hlc) batteries was so low that the device might not have been able to provide defibrillation therapy if needed. There was no patient use associated with the reported event.